Manufacturer narrative:
Concomitant medical products- model: 1156t, competitor lead; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert with non-physiologic oversensing which resulted in pauses/pacing inhibition. Follow up revealed that the rv lead had dislodged due to twiddlers syndrome and the oversensing resulted in the patient receiving inappropriate therapy. A revision procedure was completed to reposition the lead. The lead remains in use. No further patient complications have been reported as a result of this event.